Event description:
Healthcare professional (hcp) reports a home pt (hp) with a hole in the transfer set which resulted in a leak. The hp noted his clothing was wet while receiving dialysis from his night exchange device. He discontinued his treatment at this time, and clamped off his dialysis catheter. The pt received a transfer set change and was treated prophylactically with vancomycin 2gm intraperitoneally. No pt injury per hcp.